Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation's results, the malfunction was likely caused by thermal stress during handling, but this cannot be determined. Foreign material in nozzle: the component analysis of the foreign object showed that it was rust, which is thought to be due to insufficient preliminary cleaning, rinsing, and drying. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burned distal cover and foreign material in nozzle. There was no patient involvement.